Event description:
It was reported that the patient¿s pump had to be moved to the opposite side. The reporter provided no further details. The medication delivered via the pump at the time of the event was not reported, but at the time of report, the pump device was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).